Manufacturer narrative:
No information has been provided to date. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2008 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously except for restock age. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover. There was also an outdated printed circuit board (pcb) and power switch. Functional testing found the alarms were triggered but there was no audible alarm confirming the customer complaint.. The root cause of the issue was unable to be determined and no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit is not alarming. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.